Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery last less than expected. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
The pump passed the self test and displacement test. However, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 07:42:00.000 (B)(6) 2022 19:49:00.000 (B)(6) 2022 15:03:00.000 (B)(6) 2022 22:12:00.000 (B)(6) 2022 07:44:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:29:18.000 and (B)(6) 2022 20:16:58.000 (B)(6) 2022 16:03:50.000 (B)(6) 2022 11:55:58.000, (B)(6) 2022 11:56:43.000, (B)(6) 2022 12:40:41.000 (B)(6) 2022 01:30:54.000 (B)(6) 2022 11:39:45.000, (B)(6) 2022 11:40:06.000, (B)(6) 2022 11:40:34.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 08:01:00.000 and (B)(6) 2022 08:11:00.000 (B)(6) 2022 01:18:00.000 and (B)(6) 2022 01:28:00.000 (B)(6) 2022 11:08:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:17:00.000 and (B)(6) 2022 08:27:00.000 (B)(6) 2022 11:39:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:28:21.000 and (B)(6) 2022 08:28:32.000 (B)(6) 2022 20:18:30.000 and (B)(6) 2022 20:18:41.000 pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly. No corrosion or moisure damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the active current measurement and sleep current measurement. The pump had a high active current measurement and sleep current measurement due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the pcba 1 and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.